Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted from 60% to 5% while connected to a power source. In addition, the customer received a power source alert after plugging the pump into a wall. Subsequently, the pump shut off due to insufficient power and when the pump was powered back on the battery gauge displayed 100%. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.